Manufacturer narrative:
Investigation summary: no product sample was received. The visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had physical damage and needed repair. There was unknown patient involvement and unknown patient harm/adverse event reported.